Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. A service record (sr) was opened for standard preventative maintenance (pm). The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a posterior capsule rupture during aspiration of the cortex after phacoemulsification. An anterior vitrectomy was performed and a three piece intraocular lens was placed in the patient's left eye. Surgery was completed.